Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage, burn marks or corrosion was observed. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly), no evidence of the reader being too hot was observed. The off current was measured as 0.33 ma which was within specifications of (0 ¿ 1.0ma). The reader passed all self-test's. The returned battery was measured and was found to be within specification. The sleep current and operating current were also measured within specification. A thermal camera was used to monitor the reader's components during operation and no hot spots were observed. There was no evidence that the reader was too hot to hold. The issue is not confirmed. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. DHR's verified that the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.